Manufacturer narrative:
(B)(4). Customer has not indicated at this time if the products will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01064, 0001822565-2021-01065, 0001822565-2021-01067.

Event description:
It was reported that the patient underwent a revision procedure due to an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined that no revision procedure occurred. This report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that no revision procedure occurred. This report was submitted in error and should be voided.